Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a pancreatic radiofrequency ablation procedure performed on (B)(6), 2011.according to the complainant, during the procedure the tines on the needle did not deploy correctly. Reportedly, there was no visible damage to the device. The needle was retracted and removed from the patient. The procedure was successfully completed with a different size leveen needle electrode.there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device was performed and found no visible damage to the device or insulation prior to deploying the array. A functional evaluation was performed; resistance was felt when attempting to deploy the array. Once the array was deployed the tines were found deformed and heavy residue was present on the array. The difficultly deploying the array is likely due to the damaged tines and dried residue present. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a pancreatic radiofrequency ablation procedure performed on (B)(6), 2011.according to the complainant, during the procedure the tines on the needle did not deploy correctly. Reportedly, there was no visible damage to the device. The needle was retracted and removed from the patient. The procedure was successfully completed with a different size leveen needle electrode.there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.